Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on 02/29/2016 on patient's behalf to report a hardware error code displayed on receiver on (B)(6) 2016. The freign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was downloaded and reviewed, no related errors were observed. The reported event of a hardware error was not confirmed. A root cause could not be determined.